Manufacturer narrative:
Concomitant medical products: product ID: 3031a lot# serial# (B)(4) implanted: (B)(6) 2004 explanted: product type: programmer, patient. Product ID: 3093-28, lot# j0357418v implanted: (B)(6) 2004, product type: lead. Product ID: 3095-10 lot# serial# (B)(4) implanted:(B)(6) 2004, product type: extension. (B)(6).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the device was replaced due to shocking and because it was not working.

Event description:
Additional information received reported that the cause of the lack of symptom relief and shocking was unknown. The patient was scheduled for a programming. If additional information is received, a follow up report will be sent.

Event description:
It was reported that the patient never had therapeutic effect. The implantable neurostimulator (ins) was not helping their symptoms since the first ins was put in 2004. The ins was shocking the patient 8 months after having it implanted so the patient turned it off and constantly tried to adjust it. The patient went in to see their health care provider (hcp), but waited a while. The patient was being zapped or fried when they sat in a folding chair that was against the wall in the hospital in 2012. The ins was replaced on (B)(6) 2012. Refer to manufacturer¿s report # 3004209178-2015-12115 for the same issues with the patient¿s second ins.